Manufacturer narrative:
Fsr report had an incorrect statement regarding what parts were replaced to resolve the issue. Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed in the event logs that a transducer fault had occurred. The reported issue was resolved by replacing the main printed circuit board (pcb) and the compressor turbine board. The front exhale manifold was also replaced as found in service issues for physical damage. After performing the operation verification procedure (ovp) and user verification test (uvt), the device was returned to the customer operating to service specifications. The suspect component has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed in the event logs that a transducer fault had occurred. The reported issue was resolved by replacing the main printed circuit board (pcb). The fsr also replaced the compressor turbine board and front exhale manifold as found in service issues for physical damage. After performing the operation verification procedure (ovp) and user verification test (uvt), the device was returned to the customer operating to service specifications. The suspect component has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer left a note connected to a vela ventilator that the device had been alarming transducer fault. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected printed circuit board and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The root cause of the reported issue was exhalation pressure transducer (pt801, pt802) failure to calibrate.